Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined with the information provided. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus a b30 scope communication error while using evis exera iii xenon light source. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The user facility later confirmed the initial reported malfunction is not occurring and she is not able to replicate the b30 scope communication error. If the error message appears again the reporter will call for troubleshooting. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.